Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5, and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available. Additional information was received that the spinal cord stimulation (scs) patient experiences charging difficulties, as the charger would not connect to battery. The patient underwent an explant procedure in where the implantable pulse generator (ipg) was explanted. The patient will be undergoing another revision to primary cell ipg, as the battery is still not positioned to where the patient can charge. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available.